Event description:
A physician reported that a 65 year old af had 2.31 d of corneal astigmatism at 116 degree on lenstar measurement and 1.92 d at 118 degrees on topography. Using alcon toric calculator, a company lens was recommended with an implanted axis of 118 degrees. Lens was implanted with an axis of 115 degrees. On sle, the iol appears to be oriented at about 110 degrees. Post operatively, the patient has a refraction of -075+150x160 with a visual acuity of 20/30. According to post op autoks, there is +2.50 d of astigmatism at 136. According to post op topography, there is +2.42 d at 113 degrees. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined, not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is:(B)(4).